Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to slightly loose drive support disk. No a33 alarms noted. The insulin pump has cracked case at display window corners, scratched lcd window and missing end cap sticker.

Event description:
Customer reported an alarm for a loose drive support disk that occurred while filling the tubing. Customer also reported that insulin squirted out during the manual prime. The blood glucose reading was 286 mg/dl. Customer stated that the insulin pump has not been dropped or bumped but that the drive support cap was protruded. She stated that she had not pressed on the cap while connected. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.